Manufacturer narrative:
B2, b3, d6 dates estimated. D4: the UDI number is not known as the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported death and mr cannot be determined. Additionally, the reported patient effect of death and mr are listed in the instructions for use and are known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Article titled "residual or recurrent mitral regurgitation predicts mortality following transcatheter edge-to-edge mitral valve repair".

Event description:
It was reported through a research article that 660 patients underwent mitral valve repair (393 patients underwent surgical mitral valve repair (smvr) and 267 patients underwent transcatheter edge-to-edge mitral valve repair (teer) from 2015 to 2021. Within three years of the procedure, the mitraclip may have caused or contributed to recurrent mitral regurgitation, mitral reintervention requiring rehospitalization, and death. Additional information is listed in the attached article, titled ¿residual or recurrent mitral regurgitation predicts mortality following transcatheter edge-to-edge mitral valve repair.¿